Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose (bg) levels ranged between 196-304 mg/dl. A correction bolus was delivered and a manual injection was administered to address the bg levels. A system check was performed and the pump performed as intended. Multiple supply change was performed to address the occlusion alarms and the occlusion alarms continued. An additional system check was declined by the customer. Reportedly, the pump was continued to be used for insulin therapy.